Event description:
It was reported that during a labrum refixation procedure using the speedlock implant with inserter handle, the thread on the anchor broke. The anchor was abandoned in the bone, and the procedure was completed by drilling a new bone hole and using a back-up speedlock implant. There were no significant delays or pt complications reported as result of this event.